Event description:
In 1994, pt had abdominal aneurysm surgery, an abd aorta graft insert was put in. About a year later this device failed, resulting in bypass surgery to arota. "Also when was testing of donated for hepatitis c, started by blood centers".